Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. Per tandem's user guide: auto off alarm: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 60 seconds. Device not returned.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in an emergency room (ER) visit and subsequent hospitalization. Customer's blood glucose level was 270-271 mg/dl. Reportedly, the customer pump turned off due to receiving an auto off alarm (observed via pump history). After the pump turned off, the customer selected the incorrect personal profile resulting in no insulin deliveries. No issues were identified with the cartridge, infusion set tubing or cannula in use at the time of the event. The customer was treated with an insulin drip and potassium. The customer was released from the hospital on (B)(6) 2021. The customer was able to select the proper profile within the pump settings and continued to use the pump for insulin therapy.